Manufacturer narrative:
Initial reporter phone#: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was unable to deliver insulin on 30 occasions. The following information was provided by the initial reporter: patient got in contact informing that uses the product for several years and has never had any kind of issues. However, in the last batch purchased, he has noticed that when he performs the flow test in some needles that appear to be normal, the insulin does not flow, totally clogged. 30 units. The patient has tried to put 5 insulin units to perform the flow test but it still doesn't work. With the needles which the test flow was successful the application was performed as usual, but his blood glucose has been out of control, reaching 300, therefore the patient believes that it's not flowing the correct quantity, that should be 25 insulin units. When questioned regarding the re-use and application rotation, the patient performs all the procedures correctly (does not re-use and rotates the application local).

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was unable to deliver insulin on 30 occasions. The following information was provided by the initial reporter: patient got in contact informing that uses the product for several years and has never had any kind of issues. However, in the last batch purchased, he has noticed that when he performs the flow test in some needles that appear to be normal, the insulin does not flow, totally clogged. (B)(6) units. The patient has tried to put 5 insulin units to perform the flow test but it still doesn't work. With the needles which the test flow was successful the application was performed as usual, but his blood glucose has been out of control, reaching 300, therefore the patient believes that it's not flowing the correct quantity, that should be (B)(6) insulin units. When questioned regarding the re-use and application rotation, the patient performs all the procedures correctly (does not re-use and rotates the application local).

Manufacturer narrative:
H6. Investigation summary customer returned (10) used 32gx4mm bd pen needles from lot 9261681. Consumer reported his blood glucose has been out of control, reaching 300. All 10 returned pen needles were examined, and it was observed that 1 pen needle exhibited a bent non-patient end cannula. The other 9 pen needles were tested for flow using a test pen injector and were all able to expel properly. The bent npe cannula would be the cause for improper flow through the pen needle (improper delivery of medication), and could result in high blood glucose numbers. No evidence of manufacturing defect was observed. Since all 10 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. Consumer reported trying to put 5 insulin units to perform the flow test but it still doesn't work. All 10 returned pen needles were examined, and it was observed that 1 pen needle exhibited a bent non-patient end cannula. The other 9 pen needles were tested for flow using a test pen injector and were all able to expel properly. The bent npe cannula would be the cause for no flow through the pen needle leading to the customer being unable to perform a flow test (as reported). No evidence of manufacturing defect was observed. Since all 10 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. Consumer reported that the insulin does not flow, totally clogged. All 10 returned pen needles were examined, and it was observed that 1 pen needle exhibited a bent non-patient end cannula. The other 9 pen needles were tested for flow using a test pen injector and were all able to expel properly. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged (as reported). No evidence of manufacturing defect was observed. Since all 10 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. See h.10.